Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold and failure to sense on the atrial lead. X-ray was performed and revealed atrial lead dislodgement. On (B)(6) 2022 the physician repositioned the atrial lead successfully. The patient was recovering following the procedure.